Event description:
It was reported that there were lead warnings on both the right atrial (ra) and right ventricular (rv) leads. There was low pacing impedance and oversensing on both leads. The rv lead was capped and replaced. The ra lead was not able to be replaced due to occlusion, so it was left in place and programmed unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) 2009 (B)(6). (B)(4).